Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 39 alarm. Pump error 39 alarm (motor current error) confirmed on long history file on 11/19/2025 20:34:45:000 pm and pump error 37 alarm on 11/19/202520:34:45:000 pm due to hardware error. 9motor motion alarm). The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Unit was confirmed for pump error 37 and pump error 39 alarm on long history file due to hardware error moisture damage on motor and electronics assembly. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported the pump error 39 (motor current error detected).the customer reported a blood glucose value of 250 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-7040ma, mmt-397a, mmt-332a, and mmt-1884. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-397a, and mmt-332a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.